Event description:
Intl customer reported that the drain broke during a laparoscopic placement. The broken fragment was retrieved. The remainder of the drain remained implanted until its expected explant.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.